Manufacturer narrative:
Title: traumatic thoracoabdominal hernia repair using a novel chest-wall reconstruction technique: a case report source: ann r coll surg engl 2020; 102: e4¿e6 doi 10.1308/rcsann.2019.0120. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study about traumatic thoracoabdominal hernia repair using a novel chest-wall reconstruction technique of a (B)(6) male, who was admitted following blunt trauma to his right posterior chest after an accidental fall out of bed, abdominal laparoscopic reduction was performed for the abdominal contents and the defect was repaired using an intraperitoneal composite mesh. It was reported that after two months, the patient re-presented with recurrence including herniation of segment eight of the liver on CT. The patient underwent an additional surgical procedure.